Event description:
Following screening cardiac catheterization, pt was noted to have ischemia to the right lower extremity with the right foot being cool to touch and pulses being almost non-obtainable, although, the pt had retained motor and sensory function. Angiography showed total occlusion of the right femoral artery with question of long dissection of the right superficial femoral artery to knee. Thromboembolectomy performed. The closure device "star close" was stuck to the intimal layer and the lateral wall of the common femoral artery and further proximal to that, the entire intimal was disrupted and this area was occluded. Pt was transferred to ICU with excellent palpable pulse in both posterior tibial as well as dorsalis pedis pretty much equal to the one on the left foot.